Event description:
Caller alleging imprecision issue. Date: (B)(6) 2013, inratio: 1.8, lab: 2.7. Time between testing 45 minutes. Pt's therapeutic range 2.4 - 3.0.

Manufacturer narrative:
Investigation pending.